Event description:
It was reported the pump foot switch was broken. There were no reports of patient harm.

Manufacturer narrative:
E1/facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it was found out that flushing pump is not working. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the pump foot switch was broken. The event occurred before a diagnostic gastroscopy procedure. The intended procedure was completed. There were no reports of patient harm.